Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: the reload was used with a reinforcement material (gore seamguard). The reload connected with the idrive handle and could be closed on the stomach tissue. The led light of the instrument showed correct connection and closure of reload. The green button for firing was pushed, and then the release mechanism (pressing of the close/fire blue button) of the idrive. The idrive shift one gear down when the first staple was applied. After about 0.5cm, the egia60amt reload stopped and fired partially down the length of the reload. The surgeon pressed the open button and noticed that the reload did not fire completely. Another egia60amt reload (also with reinforcement material) was used and also partially fired. Therefore surgeon placed an endo gia universal xl instrument with an endo gia 60-4.8 reload lateral to the first incomplete staple line and finished the procedure. No person injured, no extension of surgical time or incision, no blood loss, no change of op, no damage to tissue. Staples fell into patient and had to be removed. Product will not be returned for investigation, the reloads were destroyed after operation. The idrive will not be returned. Patient status is reported as doing well.

Event description:
Per additional information received, it was determined that there was unanticipated tissue loss associated with this incident.